Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "more frequently the problem occurred that the prox. Hole over the gamma insertion guide was faulty."

Event description:
As reported: "more frequently the problem occurred that the prox. Hole over the gamma insertion guide was faulty."

Manufacturer narrative:
The reported event could not be confirmed. The device inspection revealed the following: the identification of the device could be confirmed based on the catalog # and lot # marked. The received target device gamma 3 shows traces of a frequent and intense use, with multiple usage marks observed all over the device. The printings on the target device were turned from white to fawn and are partly worn; an indication for a high level of sterilization cycles during 14 years of use. The target device returned is an of old design version. A simulation of a surgical function test was performed on the returned device. Fully functional gamma 3 sample nail, protection sleeve, drill bit and speedlock sleeve were used. The drill bit passed the nail's proximal hole with no contact, as intended. The alleged miss-targeting could not be reproduced. Therefore, the function of the target device was still given. Based on investigation, the root cause was attributed to an user related issue, as the device is fully functional. The reported event was most probably caused by failure to follow the instructions and to use the devices as intended. Potential miss-targeting can also be caused but is not limited by e.g.: loosening of the nail holding bolt during insertion of the nail . Repeated tightening of the nail holding screw prior to distal targeting / drilling is recommended. Not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve). No use of drill with center tip / unfavorable bone contour . Drilling without drill guiding sleeve. Using blunt or damaged drill . High forces applied to the target device during drilling eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. As a reminder the instructions for use clearly state that: "before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other. During the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.